Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was failure of the product to contain blood/medication the following information was provided by the initial reporter. It was reported that "there was a small hole in the tubing causing blood to leak. It was described as a defect in their vacutainers push button collection set. It had a pin size hole causing the vacuum to be lost and blood to leak."

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was failure of the product to contain blood/medication. The following information was provided by the initial reporter. It was reported that "there was a small hole in the tubing causing blood to leak. It was described as a defect in their vacutainers push button collection set. It had a pin size hole causing the vacuum to be lost and blood to leak."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for hole in tubing with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The root cause of the hole in tubing is a crash jam that occurred on the multivac loader machine. Further processing of the parts occurred with inadequate purging of the line. H3 other text : see h.10.